Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 12.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. The rv lead was capped and replaced. The patient condition was stable after the procedure.